Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a craniotomy clipping on (B)(6) 2013, a screw broke at the head. The head of one screw was broken during the insertion into the skull. The screw was inserted vertically without any excessive force. No adverse consequences to the patient were reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).